Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) (B)(6) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that a rt380 adult dual-heated evaqua2 breathing circuit generated a leak alarm. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported on behalf of a distributor that a rt380 adult dual-heated evaqua2 breathing circuit generated a leak alarm before patient use. There was no patient involvement.